Event description:
Patient stretcher wouldn't lay flat. Upon looking under bed by patient's belongings, red hydraulic fluid was seen leaking from the bed onto the patient's belongings. I wiped down her clothing and shoes, and washed one of her boots, but coat and boots may be ruined. Pacu was notified of issue and verbalized they would inform the patient. There was no harm to patient or caregiver.